Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post procedure wound check it was discovered that the right ventricular (rv) lead had dislodged. The lead was programmed off, was revised, and remains in use. No patient complications have been reported as a result of this event.